Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with an unknown mentor saline prosthesis on an unknown date and experienced deflation post procedure. As a result, the patient underwent breast augmentation revision with an areola lift. No additional information has been made available. If additional information is made available in the future a supplemental report will be submitted at that time.

Manufacturer narrative:
The device history record (DHR) of lot number 7440764 was reviewed on 11/17/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 300cc mentor memorygel breast implant, catalog #350-3001bc, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/23/2018. The device was implanted on (B)(6) 2017. On (B)(6) 2018 rupture of a 300cc mentor memorygel breast implant was noted. On (B)(6) 2018 the device was replaced with a siltex round moderate plus profile implant was performed. The mentor failure analysis lab received the device for evaluation on 10/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as this event was already reported, mentor will continue reporting all additional information received with a supplemental report if necessary. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).